Event description:
It was reported that tip detachment occurred. A rotawire and 1.5mm rotapro were selected to treat the non-tortuous target lesion in the svg to rca. During the procedure the rotawire tip detached. The detached tip was successfully retrieved via a snare and no patient harm occurred. The procedure was successfully completed.

Manufacturer narrative:
Device evaluated by manufacturer: the returned complaint device consisted of a rotapro. The burr catheter was attached to the advancer when received. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed no damages. Microscopic examination revealed that the annulus is damaged. Functional testing was performed by rotating the drive shaft and it was unable to rotate. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage and the drive shaft does not rotate due to a melted ultem. A2: age at time of event: 18 years or older. B5: describe event or problem was updated for clarity.

Event description:
It was reported that tip detachment occurred. A rotawire and 1.5mm rotapro were selected to treat the non-tortuous target lesion in the svg to rca. During the procedure the rotawire tip detached. The detached tip was successfully retrieved via a snare and no patient harm occurred. The procedure was successfully completed. It is being clarified that the tip detached during use of the 1.5mm rotapro. When the rotapro was removed, the speed remained at 150000rpm in dynaglide mode. The procedure was successfully completed using a cutting balloon and stent.